Manufacturer narrative:
According to available information no return of product is intended. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
According to available information this lead remains implanted. When further information becomes available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Blood/body fluid was noted in the helix.

Event description:
Additionally this rv lead was returned to boston scientific for laboratory analysis.

Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead had unstable threshold values. In addition decreased r wave sensing was revealed. An xray revealed the lead is no longer in the implanted position. A lead revision will be performed in the future. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. After the helix was retracted, the lead was pulled back; however, it could not be readvanced and repositioned. The proximal coil became lodged in the subclavian vein. It was thought this was due to the patient's anatomy. The patient was transferred to another facility for lead extraction. Another revision procedure was performed. This lead was removed successfully. The subclavian vein was re-cannulated and an introducer was inserted. This lead was not reused as it appeared damaged. A new lead was implanted successfully. Measurements obtained post implant were within normal range.